Manufacturer narrative:
Product analysis product ID 9560100, lot # 1192774 analysis found that the image was cloudy and that the outer tube was damaged during the incoming inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an endoscope used for spinal therapy. It was reported that the image was dark and its cracked and also there was dirt from water. Additional information received from manufacturer representative that the event happened intra operatively. Pre-op diagnosis was lumbar disc herniation and the procedure involved was med. It is unknown that the product came in contact with patient or not. There were no patient symptoms or complications reported as a result of this event.